Event description:
It was reported that after a pt was injected with a bd micro fine plus insulin pen needle, the needle had broken at the distal end and was also observed to eb bent at the proximal end. The pt received an ultrasound to locate the needle but the broken piece was not visualized.

Manufacturer narrative:
A sample is available for eval. Upon completion of the investigation, a supplemental report will be filed. (B)(4).